Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm along with the right internal iliac artery dissection using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses and gore® viabahn® endoprosthesis. An iliac branch component was implanted in the right side and two internal iliac components and the gore® viabahn® endoprosthesis were implanted in the right internal iliac artery to the right superior gluteal artery. The right inferior gluteal artery was embolized as planned. The patient tolerated the procedure. Five days later, after initial procedure it was observed that the right internal iliac artery and the right superior gluteal artery were occluded . Reportedly, it might have been occluded from the gate of the iliac branch component to the gore® viabahn® endoprosthesis including two internal iliac components. The patient was asymptomatic, so no treatment was performed to this occlusion and the patient was discharged from the hospital. The physician stated that there was no issue just after the initial procedure, but a run-off was not well, so the occlusion occurred. And this patient didn¿t take an antiplatelet medicine.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.